Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, dirt on the c-cover was observed. The service repair technician indicated that the most likely cause of the dirt on the c-cover could not be established.  There was no patient involvement.